Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation. Factors that may contribute to core material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. In this case, the scratched teflon noted by returned analysis indicates the guide wire possibly interacted with an accessory device or calcified anatomy during use, contributing to the to the reported material separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. Two balance middleweight elite ii guide wires were advanced to the main lad artery using an extension catheter; however, one guide wire was advanced to the side branch. The procedure proceeded and when the bmw elite ii guide wire was removed out from the extension catheter the guide wire was noted to be separated at the core. It is unknown when the guide wire separated and only one of the bmw elite ii guide wires separated. The distal separated portion was retrieved when the extension guide catheter was removed as it remained in the extension guide catheter. Finally, an unspecified stent was deployed to complete the procedure. There was no adverse patient effects and no clinically significant delay reported.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.